Manufacturer narrative:
Concomitant medical products: product ID 3487a-56, lot# j0337469v, implanted: (B)(6) 2003-, product type: lead. Product ID 3487a-56, lot# j0337469v, implanted: (B)(6) 2003, product type: lead. (B)(4).

Event description:
The consumer reported she needed to have her leads replaced. One lead was broken and the other lead was not functioning well. It was noted the leads were pretty old. The patient wanted to know if there were any new leads for occipital where the patient would have the ability to have an MRI performed. Currently, the implant and leads were not eligible for MRI due to the occipital leads. The patient also asked if it would be ok to go to a chiropractor for adjustments or to see a massage therapist. There were no symptoms reported. Relevant medical history included non-malignant pain and headache. No causes, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.